Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after closing, the implantable cardiac monitor (icm) dropped connection resulting in a dotted line going across the screen. Several attempts were made to re-connect the device and initially were successful with the device being re-programmed however connection was lost again. The connector was re-positioned and the icm connected again. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after closing, the implantable cardiac monitor (icm) dropped connection resulting in a dotted line going across the screen. Several attempts were made to re-connect the device and initially were successful with the device being re-programmed however connection was lost again. The connector was re-positioned and the icm connected again. The device remains in use. No patient complications have been reported as a result of this event.